Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further investigate the reported issue. The fse powered on patient side cart (psc) and attempted to move universal surgical manipulator (usm) 2 flex but encountered error 32100. The fse found that usm 2 flex brake did not release (stuck) when pressing the port clutch. Fse replaced the usm2 flex. Fse completed calibration and verification successfully without errors. Isi received the usm and completed the failure analysis (fa). The usm was analyzed and the reported problem of error 32100 was confirmed in the field logs but could not be replicated during fa. The unit was installed onto a testing system and was able to start in normal mode and be clutched with no errors. Visual inspection did not find any factor that could be related to the reported event. Fa identifies the brake assemble to be a potential root cause of the reported event.

Event description:
It was reported that after a da vinci-assisted total pancreatectomy surgical procedure, customer stated that the system showed a repeated fault 32100. The customer recovered the error, but the error appeared again when they pressed the port clutch on universal surgical manipulator (usm) 2. The only way to resolve the error was to disable usm 2. Technical support engineer (tse) checked the log and found the error caused by the flex brake signal. Tse requested that customer sales representative (csr) guide the customer to perform a hard power cycle, but the symptom was the same. Tse guided them on how to stow the system without pressing the port clutch and dispatched field service engineer (fse) to check the system. The procedure was completed with no reported injury.